Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for an implantable cardioverter defibrillator (ICD) implant procedure on (B)(6) 2023. While attempting to implant the implantable cardioverter defibrillator , it was noted that there was connection block issue. The set screw would not tighten the atrial channel. After multiple failed attempts, it was not possible to detach the leads from the implantable cardioverter defibrillator. The anomalous implantable cardioverter defibrillator was removed and replaced without further incident in the same procedure. The patient was in stable condition.